Event description:
It was reported to philips that the system displayed the message that the image space was too low. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the system was in use for a planned/non-emergency procedure at the time of the event. The procedure was completed as planned by restarting the system. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Troubleshooting determined that the issue was with the image processing pc (ippc). The fse replaced the ippc and recreated the image store to resolve the issue. The ippc was returned for failure analysis. Analysis found a configuration issue due to a failure at the lin-sdr-chk resulting from a chassis intrusion was identified. After the ippc was replaced, the system was functioning as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.